Event description:
Additional information received indicates the physician believes the root cause of the observed high thresholds and high pace impedance measurements were due to lead position and patient condition (exit block). The high pace impedance measurements were reproduced during the procedure when the lead was tested through the pacing system analyzer (psa) . The rv lead remains explanted and is in hospital possession. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high thresholds and high pace impedance measurements. Subsequently, the rv lead was explanted and replaced. The device remains in service. No additional adverse patient effects were reported.